Event description:
Boston scientific received information that shock impedance measurements for this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead had been trending upward resulting in high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.